Event description:
It was reported that a few days post implant of the new device, the right ventricular lead triggered a lead integrity alert due to non-sustained tachycardia episode caused by noise and oversensing. Varying impedance was noted. During the lead revision procedure, the lead was found to have insulation damage and the defibrillator lead connector was not properly inserted into the device header. The lead was removed and was replaced with a new lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily hv-lead impedance trend data shows varying impedance for defib active can on impedance and svc defib = 49 to 112 ohms range between (B)(4) 2012. Ventricular short interval count v-sic=100.9 counts avg/day, in 2.07 days, between (B)(4) 2012. Fourteen ventricular nst<=210 ms between (B)(4) 2012. One patient alert for lead failure predictor on (B)(4) 2012.